Event description:
Additional information received reported the patient did not have baclofen in their pump however the reporter did not know what medication was in the device. The patient had ¿some¿ redness at the pump pocket. No cultures were taken. The patient was being taken care of with oral medications and did not have withdrawal symptoms. It was noted nothing would be returned.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory: product ID 8709, lot# l78001, implanted: (B)(6) 2000. Product type: catheter: product ID 8711, lot# j11512r12, implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection in the pump pocket. Additional information was requested but was not available at the time of this report.